Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that impedance readings on combinations with electrode 4 were >10,000 ohms. The neurostimulator was replaced due to battery depletion. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.